Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the spouse that the patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. The patient was reportedly "looked incoherent." And was taken to the emergency department. There, the cgm was 138 mg/dl while the bg was 185 mg/dl. The hyperglycemia was treated with unremembered IV fluid and discharged the following morning. The patient was fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient "looked incoherent" and was taken to the emergency department (ed). The reported glucose values fall within the b zone of the parkes error grid when checked at the ed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.